Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as feeling bad, psychological disorder (psychologically it is becoming difficult to put up with the decrease and deterioration of her general condition), bowel pain, low back pain, stomach pain, fat tissue increased, touch sensitivity increased (pressure on her body hurts a lot), reduced general condition, pain (pressure on her body hurts a lot) and asthenia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), vaginal odour ("nauseating vaginal odour"), headache ("headaches"), dyspepsia ("digestive issues"), muscle disorder ("muscle issues"), bone pain ("bone pain"), fatigue ("intense fatigue"), dyspnoea ("breathing issues") and movement disorder ("movement issues"). An unknown time later she experienced sleep disorder ("sleep issues"). At the time of the report, the abdominal pain and dyspepsia had not resolved. The outcomes for vaginal odour, headache, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder and sleep disorder were unknown. No causality assessment was received for essure with regard to vaginal odour, abdominal pain, headache, dyspepsia, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder or sleep disorder. The reporter commented: she can no longer practice her profession and getting worse and worse, no social and professional desire. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as feeling bad, psychological disorder (psychologically it is becoming difficult to put up with the decrease and deterioration of her general condition), bowel pain, low back pain, stomach pain, fat tissue increased, touch sensitivity increased (pressure on her body hurts a lot), reduced general condition, pain (pressure on her body hurts a lot) and asthenia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required), vaginal odour ("nauseating vaginal odour"), headache ("headaches"), a first episode of dyspepsia ("digestive issues"), muscle disorder ("muscle issues"), bone pain ("bone pain"), fatigue ("intense fatigue"), dyspnoea ("breathing issues") and movement disorder ("movement issues"). An unknown time later she experienced sleep disorder ("sleep issues"), exhaustion ("exhaustion"), tendon pain ("pain in tendons"), arthralgia ("joint pain"), amnesia ("memory loss"), polymenorrhagia ("heavy menstrual bleeding every two weeks"), vertigo ("vertigo") and a second episode of dyspepsia ("digestive problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain had not resolved. The outcomes for vaginal odour, headache, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder, sleep disorder, exhaustion, tendon pain, arthralgia, amnesia, polymenorrhagia, vertigo and the last episode of dyspepsia were unknown. No causality assessment was received for essure with regard to vaginal odour, abdominal pain, headache, the first episode of dyspepsia, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder, sleep disorder, exhaustion, tendon pain, arthralgia, amnesia, polymenorrhagia, vertigo or the second episode of dyspepsia. The reporter commented: she can no longer practice her profession and getting worse and worse , no social and professional desire. Cannot work, cannot drive, walk, climb stairs, cycle, can no longer live!!!. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-oct-2022: events: exhaustion, tendons and joints, memory loss, heavy menstrual bleeding every two weeks, vertigo, digestive problems, action taken with drug,, reporter causality comment dded. Device removal details added in case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 02-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as feeling bad, psychological disorder (psychologically it is becoming difficult to put up with the decrease and deterioration of her general condition), bowel pain, low back pain, stomach pain, fat tissue increased, touch sensitivity increased (pressure on her body hurts a lot), reduced general condition, pain (pressure on her body hurts a lot) and asthenia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required), vaginal odour ("nauseating vaginal odour"), headache ("headaches"), a first episode of dyspepsia ("digestive issues"), muscle disorder ("muscle issues"), bone pain ("bone pain"), fatigue ("intense fatigue"), dyspnoea ("breathing issues") and movement disorder ("movement issues"). An unknown time later she experienced sleep disorder ("sleep issues"), exhaustion ("exhaustion"), tendon pain ("pain in tendons"), arthralgia ("joint pain"), amnesia ("memory loss"), polymenorrhagia ("heavy menstrual bleeding every two weeks"), vertigo ("vertigo") and a second episode of dyspepsia ("digestive problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain had not resolved. The outcomes for vaginal odour, headache, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder, sleep disorder, exhaustion, tendon pain, arthralgia, amnesia, polymenorrhagia, vertigo and the last episode of dyspepsia were unknown. No causality assessment was received for essure with regard to vaginal odour, abdominal pain, headache, the first episode of dyspepsia, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder, sleep disorder, exhaustion, tendon pain, arthralgia, amnesia, polymenorrhagia, vertigo or the second episode of dyspepsia. The reporter commented: she can no longer practice her profession and getting worse and worse , no social and professional desire. Cannot work, cannot drive, walk, climb stairs, cycle, can no longer live! Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as feeling bad, psychological disorder (psychologically it is becoming difficult to put up with the decrease and deterioration of her general condition), bowel pain, low back pain, stomach pain, fat tissue increased, touch sensitivity increased (pressure on her body hurts a lot), reduced general condition, pain (pressure on her body hurts a lot) and asthenia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), vaginal odour ("nauseating vaginal odour"), headache ("headaches"), dyspepsia ("digestive issues"), muscle disorder ("muscle issues"), bone pain ("bone pain"), fatigue ("intense fatigue"), dyspnoea ("breathing issues") and movement disorder ("movement issues"). An unknown time later she experienced sleep disorder ("sleep issues"). At the time of the report, the abdominal pain and dyspepsia had not resolved. The outcomes for vaginal odour, headache, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder and sleep disorder were unknown. No causality assessment was received for essure with regard to vaginal odour, abdominal pain, headache, dyspepsia, muscle disorder, bone pain, fatigue, dyspnoea, movement disorder or sleep disorder. The reporter commented: she can no longer practice her profession and getting worse and worse , no social and professional desire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.